Event description:
This is to inform FDA of an equipment design flaw that could result in a life threatening situation involving the administration of an anesthetic. Rptr took over a case from another anesthesiologist which involved a pt having an elective laparoscopic appendectomy. Rptr was not present at the beginning of the case when the problem happened, but here's what they were told occurred: the pt was administered atracurium and propofol and intubated successfully. However, the pt started to move, became tachycardic, hypertenisve and showed signs of not becoming unconscious, it seemed that despite the desflurane vaporizer being on at 10% no anesthetic was being delivered. In fact, there were problems ventilating the pt, the flush valve had to be used to aid in ventilation, one anesthesiologist thought there might be a leak in the bellows and it was changed. This did not resolve the problem, an ambu bag was used at one point and ultimately the anesthesia machine was switched out for another one. When the new anesthesia machine was brought in the situation resolved, the incision was made and the surgery successfully finished. Rptr came in after the incision had been made. The pt awoke without any complications. After the operation, rptr inspected the anesthesia machine that had been removed. At this time the tech from their servicing co was there also. Rptr discovered that when a penlon sigma elite vaporizer (containing sevoflurane) is on an ohmeda modulus ii anesthesia system (the machine) the following can occur: if the vaporizer is on the machine but not in the lock position there can be a complete loss of fresh gas out of the manifold. This means that nothing will be coming out of the common gas outlet to the pt. This can result in death. The pt would be able to be ventilated by repeatedly pressing the flush button, which would result in 100% oxygen being delivered, but no anesthetic gas would be administered. It doesn't matter which vaporizer they have turned on. This means that vent if they aren't using the sevoflurane vaporizer, this could occur (as was the case here). The penlon vaporizer can look like and actually be perfectly seated on the machine, but if the lock is not enganged this problem can occur. Rptr was able to reproduce this same leak on other anesthesia machines of the same make and model with different penlon sevoflurane vaporizers. This means that there is nothing wrong with the anesthesia machines or any of the vaporizers, but that it is a design flaw. This vaporizer must be in the lock position to prevent this complication. To compound this problem rptr discovered something else, this vaporizer can be turned on when it is not locked into place. No other vaporizers do this and rptr could not reproduce a gas leak with any other brand vaporizer if it was on the machine but not locked into place. The machine involved in the aforementioned case had nothing wrong with it. The problem could have been detected if one had noticed that the vaporizer was not locked on or if a low pressure test had been done pre-op. Rptr was not present at the start of this case so they could not say with 100% certainty that this was the problem (ie, the vaporizer was not in the lock position), but rptr could say with a very, very high degree of certainty that this was the problem and it explains all of the things that happened. It's not ohmeda's fault because they didn't tell them to use some other brand of vaporizer on their machine. However, these things should be made so that these kind of errors don't happen. Rptr is going to pass this on to the MFR or the FDA.